Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module laser filter lifting. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) compressed, the objective lens unit cracked, the angle wire play, the insertion flexible tube (ift) leak, the distal body dirty, the light guide cable dirty, the air/water nozzle loosened, the junction case loosened, and the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.